Manufacturer narrative:
A field service engineer (fse) went to site to troubleshoot issue. Testing of the mobile view station (mvs) performed. Initially, after 8+ hrs of charge time without use, mvs stays powered on with ups battery power for greater than 4 min. During further testing, the batteries have difficulty retaining a charge, and mvs shutdown almost immediately when ac power is removed. Mvs ups battery cartridge replaced. Mvs ups holding an appropriate charge during subsequent testing. Battery sent back to manufacturer for evaluation. Confirmed reported problem "mvs ups batteries not holding a charge when ac power is removed". Battery cartridge failed the 5 min load test in 1:35 seconds. No further issues reported. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A hospital representative reported that the imaging system would unexpectedly shut down. The system had been left plugged in and charging over night, the system was unplugged for about a minute to bring it into the the room and then plugged in again. While plugged in the mobile view station (mvs) turned off. There was no impact on patient outcome.